Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No failed battery test noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 4 was found in the history files on (B)(6) 2024 at 17:36:09.00 due to the motor mcu did not receive the acknowledgement from main mcu. Pump error 63 variable 15 was found in the history files on (B)(6) 2024 at 17:3:09.00 due to a twi interface on the main or motor mcu. Failed battery test alerts were found on (B)(6) 2024 at 17:36:12.00 and 17:36:30.00. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails. Failed battery test not confirmed during testing. Pump error 4 and pump error 63 alarms were confirmed due to a hardware error on the motor or main mcu. Exposed to moisture confirmed. Cosmetic damage was confirmed on the battery compartment during analysis. Exposed to moisture confirmed on the pcba 1, pcba 2, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a damage to the battery compartment. Troubleshooting was performed. It was found that the batteries were not staying in the insulin pump was due to damage to the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and it will be returned for analysis.